Event description:
The advocate stated the customer's glucose was tested using his contour meter and the reading was 330 mg/dl. His glucose was retested using another meter and that reading was 146 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter kit were sent to the customer.